Event description:
Two days after the primary knee surgery, the patient has been revised because, the day after the primary the patient pulled her knee in an attempt to achieve maximum flexion and knee luxation occurred (femoral component from liner). The surgeon revised all components to gmk-hinge components and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 25-sep-2024: lot 2318208: (B)(4) items manufactured and released on 08-aug-2023. Expiration date: 2028-07-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved. Batch review performed on 25-sep-2024: gmk-spherika 02.12.ka14l femoral component spherika cemented s4+l (k211004) lot 2408295: (B)(4) items manufactured and released on 25-jun-2024. Expiration date: 2029-06-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medacta medical affairs director: 2 days after primary tka the patient flexes the knee excessively and dislocation occurs. Such an event indicates that most probably the collateral ligaments ruptured or were in a state of severe insufficiency. For this reason, the surgeon decided to replace the former prosthesis with a constrained device. No reason to suspect a faulty implant at the origin of this reoperation.